Event description:
The following description of the event was reported to cardinal health by the foreign distributor (cardinal health hong kong ltd.) Via an e-mail, based on information they received from the user facility. "One bear1000 fired during ventilation today. Fortuitously, patient was fine and nobody was injured and only ventilator was damaged completely. Its s/n cannot read from machine, and I asked them to find out running hours-around 11500 hours."

Manufacturer narrative:
Based on information they received from the user facility. Cardinal health issued a returned goods authorization (rga) number to the user facility for the return of the device for evaluation. As of the date of this report, the device has not been received into the manufacturing plant for evaluation. Once the device has been received and the evaluation is complete, a follow-up medwatch report will be submitted.